Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 to treat stress urinary incontinence, stage iii cystocele, hypermobile urethra, and rectocele and mesh and an avaulta sling were used. The patient experienced multiple complications, including erosion, pelvic pain, stress urinary incontinence, incomplete empting of the bladder, and infection. Additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): stress urinary incontinence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 to treat stress urinary incontinence, stage iii cystocele, hypermobile urethra, prolapse and rectocele and mesh and an avaulta sling were used. The patient experienced multiple complications, including erosion, pelvic pain, stress urinary incontinence, incomplete empting of the bladder, infection, additional surgeries and neurologic compromise to her structures and tissues. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to exposure. No additional information has been provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.